Manufacturer narrative:
(B)(4): evaluation: results: (mi).

Event description:
A 3.5mm diameter x 15 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent, was deployed in the prox lad of a pt; however it was reported that the pt suffered an mi during procedure. Investigator reported that the event was unrelated to the study stent and possibly related to the procedure.